Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image¿ was duplicated. It was determined that the phenomenon occurred because image failure occurred due to water leak from the connector. The cause of the water leak could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus hd camera head was displaying an abnormal image during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a similar device without any patient harm. During the device evaluation, it was discovered that the subject device was not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, there was no image on the display at all. Additionally, a leakage was found at the connector and the connector itself was noted deformed due to an external force. If additional information becomes available following the device evaluation, a supplemental report will be filed.